Event description:
PICC was placed on (B)(6) 2014 in 36 week gestational girl. The catheter was observed leaking at catheter/hub junction on (B)(6) 2014. PICC was removed with no pt harm reported.

Manufacturer narrative:
The malfunctioning sample was returned to vygon us, and was forwarded to vygon (B)(4) , the MFR for eval and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA via a follow-up MDR within thirty days of investigation conclusion.